Event description:
The customer reported via phone call that she experienced high blood glucose last friday and has continued to have higher readings. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer's current blood glucose was 403 mg/dl. Customer took a bolus of 15 units. Customer was not hospitalized. Customer stated that the unexplained high blood glucose began on (B)(6) 2015. Customer declined to check for possible site/insulin issues. While checking for the accuracy of the basal settings, the caller learned that the site had come out. Customer stated that she would do a set change and contact her health care professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.